Event description:
It was reported the patient no longer used the stimulation. It was stated as being "annoying and irritating". It was noted the patient still had "some pain from a perineal nerve in their left leg". It was indicated that when the patient picked up "some speakers" the stimulation was turned on. The patient then turned it down. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 74895, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID 7434a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID 3887-33, lot# j0340368v, implanted: (B)(6) 2004, product type: lead. (B)(4).

Manufacturer narrative:
Correction: please note patient code (B)(4) and device code (B)(4) no longer apply to this report.

Event description:
Additional information was received from the patient. It was noted that the patient was implanted for the peroneal nerve in his left leg. The device kind of quit working years prior to (B)(6) 2017, and was not giving the patient any pain relief. It was reported that the device was bothering the patient. The issue was the implantable neurostimulator (ins) turning on when it was off which happened one time when the patient tried on a jacket with magnets in addition to the time it happened when carrying stereo speakers. The patient turned his ins down first and then off. He now had back issues unrelated to his device and they needed to do an MRI. The patient needed to have the device removed. The patient was to follow-up with a healthcare professional. The patient reported that it was about two years prior to (B)(6) 2017 when stimulation became annoying, two to three years prior to (B)(6) 2017 when therapy stopped giving any relief, and two to three years prior to (B)(6) 2017 when the ins turned on from the magnets and speaker.